Event description:
Hyperpigmentation caused by fraxel laser skin resurfacing: I went to a dermatologist for skin lightening treatment, specifically to eliminate a few dark spots on my face caused by cystic acne. My doctor highly recommended fraxel and was advised that I would need several treatments to achieve best results. I went in for my first -and only- treatment in 2007. We started by taking "before" photos, so we could monitor my progress over the course of the treatments. The procedure went exactly as I had been told. Some mild pain, some redness and swelling on day two and three, followed by some peeling for about a week. I did everything the doctor told me to -- used 50+ sunscreen. Used mild cleansers during the healing phase, didn't scrub my face. Initially I noticed some improvement in my skin's texture but also noticed darkness across my cheeks where previously there had been none. I'm so glad that we had those "before" photos as a reference because when I went in in may for my follow-up visit, the "after" photos confirmed new hyperpigmentation, which my doctor determined was due to the fraxel. Because of my skin's reaction to the first treatment, I decided not to schedule subsequent treatments. My doctor then prescribed a hydroquinone cream, which eliminated my dark acne spots within six weeks. I've continued to use it off and on for over a year on the hyperpigmentation caused by the fraxel laser but it hasn't completely eliminated the hyperpigmentation. Date of use: 2007. Diagnosis or reason for use: dark acne spots. Event abated after use stopped or dose reduced? No.